Manufacturer narrative:
Literature citation: authors:- sunao tanaka, nakano keisuke, sawada toshitada and toshimitsu kawagishi. Literature title: "the factors associated with indirect decompression in oblique leteral interbody fusion (olif)". Mean age: 66 years (approx.), range: 45-79 years. Gender: 11 male, 18 female. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Type of surgery: olif (oblique lateral interbody fusion) it was reported in an abstract that total of 29 patients underwent olif for one year from (B)(6) 2014. Post-op, revision surgery was conducted on one patient who developed intervertebral disc herniation at the treated vertebral.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.